Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during archive data review and functional testing. The root cause for the system error was that the drivetrain motor brake assembly air gap was too wide, out of specification. Also, the drivetrain brake pad was noted heavily worn with the presence of dust and dirt inside the platform. The root cause for the reported complaint was likely attributed to maintenance. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform for 11 years. The lack of regular maintenance could degrade the mechanical components of the drivetrain. The drivetrain pad was cleaned to remedy the observed issue. The autopulse platform was manufactured in january 2010 and is more than 12 years old, well past its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The top cover was replaced to address the issue. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. Also, unrelated to the reported complaint, archive data showed the presence of fault code 27 (encoder fault (> 3000 rpm)) error message. The fault code 27 was not reproduced during the functional testing. In addition, unrelated to the reported complaint, archive data showed a fault code 43 (fan fault detected) as a result of the possible fan block due to the dirt and dust accumulation inside the platform. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The ap vision software was used to clear the system error in order to perform further testing to determine the root cause. The error was found to be due to the drive train motor brake assembly air gap was out-of-specification. The brake gap was adjusted to the manufacturing specifications to remedy the error message. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).